Event description:
During laparoscopic cholecystectomy, the surgeon attempted to use the harmonic scalpel, but it would not work properly. The procedure was converted to an open procedure for better visualization and was completed without incidence or injury to the patient.follow up reveals that after the devices were checked by biomed the cable from the generator was found to be defective and replaced.